Event description:
The customer reported the ventilator went vent inop and alarmed due to a pressure regulation high occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse). The pse advised the customer to replace the motor controller pcb board to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.